Manufacturer narrative:
A field service engineer (fse) evaluated 1 of 3 reported events at the customer's site and reproduced the error. The fse resolved the issue by cleaning and lubricating the bf wash unit. The other 2 events, were evaluated by the fse over the phone with the customers, providing instructions to secure the tubing on the bf wash unit. All three (3) aia-360 analyzers were repaired and returned to operational status.

Event description:
This report summarizes 3 malfunction events for the aia-360 analyzer. The review of events indicated that the aia-360 analyzer experienced bf washer error messages, which caused delay in reporting of critical patient results. These reports were received from various sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.